Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a blood collection device. The customer states that the needle is getting loose from the hub when you apply the blood tube.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the result will be forwarded.